Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 due to receiving inadequate coverage. During the procedure, the doctor relocated the patient's lead. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.